Manufacturer narrative:
On 4/19/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 5/14/2021, the product investigation was completed. It was reported that an unknown patient underwent an ischemic ventricular tachycardia (isvt) left with a pentaray nav high-density mapping eco catheter. The handle broke from the shaft of the catheter and the internal wires are exposed. The staff was having issues attaching the catheter to the cable and the handle of the catheter broke. The catheter was replaced and the procedure was continued. The carto 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. The catheter was inspected and it was found that the handle was separated. No exposed wires nor anomalies on connector were observed. The handle was inspected and pu (polyurethane) adhesive marks were observed. The catheter was properly assembled during manufacturing process. A manufacturing record evaluation was performed for the finished device 30514517l number, and no internal actions related to the reported complaint condition were identified. Based on the conditions the device was received, the complaint can be confirmed. The issue could be related to excessive force or manipulation, however, this cannot conclusively determined. The instructions for use (IFU) states the following recommendation: "extra care should be taken while inserting, aspirating and manipulating catheter." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an ischemic ventricular tachycardia (isvt) left with a pentaray nav high-density mapping eco catheter. The handle broke from the shaft of the catheter and the internal wires are exposed. The staff was having issues attaching the catheter to the cable and the handle of the catheter broke. The catheter was replaced and the procedure was continued. The carto 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The broken handle is not MDR-reportable. The exposed internal wiring is MDR-reportable.